Event description:
It was reported the camera head had an image flickering. The issue was found during set up in the room (inspection for use). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported image flickering failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water leakage from cable unit and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent flickering in image due to defective cable unit and no image on monitor screen due to defective charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.